Event description:
It was reported that there was an error code 42224. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. The device analysis was unable to duplicate the complaint. The event history log recorded several error codes. The most probable cause is the main board. Replaced the main board to resolve the report error. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.